Event description:
According to the available information. During tie down, the anchor pulled out. There was some tissue in the anchors and the anchor barbs seemed a little distorted on pull out. It was noted, the doctor is a longtime capio user. And is therefore, used to a strong suture hold and struggled with the pullout of the anchor when tying down to the ligament. The procedure was eventually completed with a successful saffron anchor placement.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No ncs nor capas were identified in veeva. There were several complaints against this lot identified with the same failure mode. An investigation into this lot will be executed by the supplier and further details commented at a later date.